Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The patient's blood glucose level was 49 mg/dl at the time of the call. The customer treated their low blood glucose with glucose tablets. The customer was informed that energizer aaa alkaline batteries are most effective. The customer was assisted with performing a self-test and the issue was resolved.